Event description:
It was reported that this right ventricular (rv) lead was repositioned due to a micro dislodgement, exhibiting high thresholds and low r waves. No additional adverse patient effects were reported.